Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a dead battery in them. The patient said they also thought the wires were torn from their spine and they tore a while back when they had a major fall. The patient said it hadn't been working for over a year. The patient also reported that since their fall, it was very painful for them. The patient said the feelings they get through their back was unbelievable and part of their back was numb. The patient was directed to their healthcare professional. No further complications were reported.